Manufacturer narrative:
H4: the device was manufactured from march 22, 2022 - march 30, 2022. H10: the device was received for evaluation containing approximately 81ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. It was observed that the device had stopped infusing medication to the patient. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.